Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing. However, due to the device being returned unpackaged, we are unable to confirm the reported event.

Event description:
On 06/28/2022, it was reported by a sales representative via sems that an ar-8703 micro suturelasso, straight, wasn't allowing to thread, caught on handle, not allowing to pass suture. This was discovered during use with no impact to the patient. Additional information has been requested. On 06/29/2022, the sales representative provided the following information via phone: this event occurred during an unspecified procedure on 06/28/2022. No piece of the instrument broke, the malfunctioning device was discarded, and another ar-8703 micro suturelasso, straight, lot number unknown, was used to complete the case successfully with no impact to the patient.